Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by our affiliate that during a shoulder repair procedure, the device was not working and put the pump in default. No patient consequences. No delay another device has been taken to finish the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: manufacturer name, city and state, MFR site, report source: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. This complaint can be confirmed. The motor was found to be corroded; and is the root cause of the reported problem. Water ingress can cause the motor to corrode. The motor was replaced, and the device passed all functional testing. A device history record review revealed that the body of the device had been replaced at some point in time which resulted in the serial number being updated to the current number. At this point in time no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Date device returned to manufacturer.